Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have a hot spot.

Event description:
It was reported that during a gastrectomy, the active blade on the device broke. Did not fall into patient. Case completed with another instrument. No reported patient consequence.